Event description:
A teenager was undergoing an outpatient gated-cardiac CT scan triggered by a power injection. The scan was completed in typical fashion; technologists completing every step of the setup and scan selection process in the usual way. No error messages were generated from the scanner during the setup and image acquisition. After the exam, the images acquired were ungated, had entire sections that were included in the planning, but missing from the image stack, and overall were non-diagnostic for the referring physician. The patient was exposed to meaningless radiation and contrast. The scan will need to be repeated. However, the scan could not be repeated at that time because the reasons for the malfunction of the CT scanner were unclear to the technologists and the supervising physician. Therefore, it was believed to have been unethical to administer more radiation and contrast without understanding why the malfunction occurred. Ge service and application teams were contacted immediately with the patient on the table. In further investigation, it was found that the ge scanner was serviced two weeks prior to the scan. However, in completion of service, it did not have the necessary cardiac software reloaded and tested on the unit. This was due to an incomplete database belonging to ge called (B)(6), in which all existing versions of software on imaging equipment are supposed to be stored. Due to the malfunction of the equipment, a second pediatric patient scheduled for a cardiac angiogram in preparation for open heart surgery the next day had to be rescheduled due to the CT scan being non-operational. This also resulted in the open heart surgery being rescheduled as well. Ge service engineers responded to the service order opened on the discovery pet 690, and troubleshooting of the reported problem resulted in the reloading of the appropriate cardiac scan options. With the appropriate software loaded, the unit was tested successfully. Per manufacturer's response to the user facility, the device use was discontinued two days for software resolution for all cardiac angiograms using this piece of equipment. The software issue was corrected by ge and the correct software was reloaded to the unit. The canceled case was rescheduled for the following week of (B)(6) 2019. Ge agreed to have resources available to ensure that the gated-cardiac angiogram ran successfully.